Manufacturer narrative:
(B)(4).

Event description:
It was reported that both the atrial and rv leads were dislodged. Twiddler's syndrome was suspected. The leads were explanted and replaced. The patient was stable during and post procedure.